Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Align to urethral support system - halo, avaulta plus biosynthetic support system - anterior, avaulta plus biosynthetic support system - posterior were reported to be used/implanted during this procedure. Additional info from importer report: additional info has been requested, but not yet received. Associated mdrs# 1018233-2012-02021, 1018233-2012-02022, and 1018233-2012-02023.

Manufacturer narrative:
(B)(4).